Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced retention issues at the magnet site and subsequently underwent a skin flap reduction (date not reported).

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2018 was filed inadvertently. No skin reduction or serious injury has occurred as previously reported. This report is filed on october 2, 2018.